Event description:
Name of procedure being performed: unknown detailed description of event: [name] center. This is a complaint from the market. Report from the sales rep. When it was opened the package, it was found a loose hair on the gel cone. So it was replaced a new one. Type of intervention: replaced with a new one. Patient status: na (no patient involvement).

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of a loose hair inside the pouch. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure being performed: unknown detailed description of event: [name] center this is a complaint from the market. Report from the sales rep. When it was opened the package, it was found a loose hair on the gel cone. So it was replaced a new one. Type of intervention: replaced with a new one. Patient status: na (no patient involvement).